Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shut down. The pump was switched out for another cardiosave and the second pump also overheated and shut down. The second pump was then restarted with out a problem. This report is for the second pump in the event. The first pump is being reported in a separate report. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, d4 (serial#), g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shut down. The pump was switched out for another cardiosave and the second pump also overheated and shut down. The second pump was then restarted with out a problem. This report is for the second pump in the event. The first pump is being reported in a separate report.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Getinge has not been called in to check this out, customer has a getinge trained biomed that takes care of these units. No further information available. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.